Event description:
Pt's condition stable and improving three days post liver transplantation. Pt cleared for transfer from ICU to general surgery floor. Just prior to leaving ICU, pt complained of moderate (3-4 out of 10) chest pain associated with diaphoresis and chest pain. Cardiac monitor showed tachycardia with bigeminal pvc's, rate approx 130. Pt also noted to be hypertensive at that time. Symptoms lasted approx 45 mins and were relieved with IV morphine (no response to sublingual nitro). Pump malfunction detected approx 4 hrs later when rn noticed variability in flow through IV tubing (from infrequent, slow drip to intermittent free flow). Pump rate setting confirmed to be 10 cc/40. At that time, the volume of dopamine remaining in the bag was investigated and nursing staff estimated that pt received approx 175cc of dopamine over 4-5 hr period. (Pump had been exchanged at approx 2pm). Cardiology consult ordered and completed. Pt remained in the ICU until 11/10/99 (2 add'l days) and was then transferred to intermediate ICU.